Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the o-ring came off the pump and the reservoir rim is broken. Customer's blood glucose was 234 mg/dl at the time of the incident. Customer stated that the pump screen is also scratched. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a cracked case at the display window and reservoir tube window corners, minor scratches to the display window and a missing reservoir tube seal.